Event description:
Healthcare professional reported "pain" and "rupture". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture-breast: observed broken device assessed as fold flaw opening. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain" and "rupture". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, h6.

Event description:
Healthcare professional reported "pain" and "rupture". Patient's representative reported "implant defect", "increased cancer risk", "increased risk of a potentially life and health threating alcl disease". Patient's representative later reported "silicone leakage" and "rupture". This record is for the left side. Device has been explanted.